Manufacturer narrative:
The getinge field service engineer (fse) replaced the damaged IV pole, locking collar and bushing . The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by a getinge field service engineer (fse) that during an in-service for the cs300 intra-aortic balloon pump (iabp) at customer's site, the IV pole for the iabp was broken in half and the sleeve where the IV pole attached to the pump was loose. There was no patient involvement, and no adverse event reported.